Event description:
Pt sustained a severe smoke inhalation injury from a house fire. They were admitted to the burn unit with respiratory failure and placed on a sensormedics 3100b high frequency oscillator. The respiratory therapist and the nurse were in the room when they noticed that the machine did not sound normal. They removed the pt from the ventilator, bagged them and replaced the ventilator with a conventional one. It was the driver - the mechanism that runs the piston which moves the diaphragm - that malfunctioned. The driver is replaced every 4,000 hours, and this one had been replaced within that time frame. Sensormedics has been notified and will be replacing the machine. There was no harm to the pt.